Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a high blood glucose level of 505 mg/dl, which the customer treated via manual insulin injection. Caller declined troubleshooting for high blood glucose reading. The insulin pump also had a failed battery test alarm but the issue was resolved by inserting new battery. The insulin pump will not be returning for analysis.